Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient was found unresponsive because of a suspend issue. The reporter stated that emergency protocol was initiated, the patient resumed with the same insulin pump and was treated by emergency medical services (ems) with IV glucose. It was reported that there were recent changes made to the patient¿s basal rate by their healthcare provider. This complaint is being reported because the patient allegedly experienced a serious blood glucose excursion because of a suspend issue.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on 07/16/2015 with the following findings: the pump booted to the verify screen with audible and vibratory features. The pump was able to be manually suspended and manually resumed with no issues. The suspend record was accurately recorded in pump history. There was no hypersensitivity to the buttons on the keypad. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.